Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27 mmol/l (486 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient went to the emergency room via ambulance and was diagnosed with diabetic ketoacidosis (dka). Symptoms included chest pain and vomiting. Ketones were present but the amount was unknown. The patient was treated with electrolytes via intervenous (IV) route, insulin, calcium chloride, and saline fluid. The patient did attempt to administer correction boluses (amount unknown) using the pod but it was unsuccessful at reducing her bg levels. After high bg levels all day and unsuccessful bolus corrections the pod did eventually alarm. The patient's blood glucose and insulin history is as follows: (B)(6).